Event description:
It was reported that the patient received inappropriate shocks due to high impedance. X-ray revealed externalized conductor. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. Several external abrasions were found between 40.1cm and 47.9cm from the tip electrode, consistent with friction to the ICD can. The rv shock coil was fractured within this area and could cause high impedance.